Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of november 21, 2017, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). The explanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain. E2006 - mesh erosion. E1906 - infection. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal. F1202 - disability.

Event description:
It was reported that the patient was implanted with a lynx system device, and she claimed to have experienced extreme pain, infection of her internal bodily tissue, urinary problems, and other injuries as a result of the implantation. Furthermore, the patient claims to have suffered significant mental and physical pain and suffering and has sustained permanent injury. On (B)(6) 2024, the patient was diagnosed with a renal stone and bladder mesh erosion. She underwent right ureteroscopic stone extraction using laser and basket, along with vaginal excision of the mesh. Operative findings included a 1.4 cm renal pelvic stone, which was successfully removed. The stent and vaginal mesh were also removed. However, cystoscopy revealed a remaining portion of mesh within the bladder. On (B)(6) 2025, the patient was diagnosed with a right renal stone, bladder stone, and recurrent bladder mesh erosion. She underwent right ureteroscopic stone extraction, cystolitholapaxy, robotic bladder mesh removal, and right burch urethropexy. Operative findings included renal stones that were lasered and extracted, bladder stones treated with laser, and excision of mesh erosions. A bilateral burch urethropexy was performed. A 200-micron holmium laser fiber was used to remove small stones surrounding both sides of the mesh erosion.